Event description:
It was reported that this left ventricular (lv) lead was a case of an attempted implant due to placement difficulty. The patient was hospitalized. The lead was never in service. No additional adverse patient effects were reported. It was reported that this left ventricular (lv) lead was a case of an attempted implant due to placement difficulty. The patient was hospitalized. Additional information obtained from the field which indicated that the cause of placement difficulty was due to the lead was not the best option for specific vessel. The lead was never in service. No adverse patient effects reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this left ventricular (lv) lead was a case of an attempted implant due to placement difficulty. The patient was hospitalized. The lead was never in service. No additional adverse patient effects were reported.